Manufacturer narrative:
To date, information as to these products is not known. The investigation is considered closed due to the lack of accessible information at this time. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right atrial (ra) lead did exhibit greater than 2,000 ohms pace impedance measurement. The local area sales representative attempted to get more information as to the model and serial number information for the related devices, but was not successful. There was no report of adverse patient symptom or surgical intervention associated with this clinical observation.